Event description:
The pt tested her blood glucose on the suspected device and it was 337 mg/dl. She took 8 units of regular insulin at 10:36am. At 11:28am, her husband called the paramedics and she was taken to the emergency room. At the hospital her blood glucose was 19mg/dl. She was given IV and dextrose. The customer did not have the suspect device coded correctly.